Event description:
On or about (B)(6) 2009, the pt was implanted with an ams miniarc sling. On or about (B)(6) 2011, the pt was implanted with another MFR's pelvic mesh product. It was reported that the pt experienced serious bodily injuries, including pain, erosion of her internal bodily tissue, dyspareunia, and other injuries. It was also reported that the pt has experienced mental and physical pain and has sustained permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.